Event description:
Customer called to understand what an ncd (no clot detected) means on co's instrument. Operator reported results as greater than 100 seconds when it was under 7 seconds. Pt was given fresh frozen plasma which resulted in pulmonary edema. Customer was running reagents in the wrong protocol and interpreting the results incorrectly.